Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens came trapped pre-assembled and once it was implanted it looked opaque. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol returned. The device was returned in the blister tray. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No iol returned. No damage or abnormalities observed. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its condition and position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and reported that symptoms were resolved and no patient harm was reported.